Manufacturer narrative:
Updated fields:b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11 corrected fields:d4 serial number is blank; h6 medical device ¿ problem code, component codes no decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the emergency support program from cameron, an rn in the cvicu. She reported a fiber optic sensor failure on a balloon catheter. Additionally, the inner lumen was clotted, resulting in no arterial pressure being detected by the balloon pump. Guidance was provided to cap the clotted inner lumen, disconnect and discard the transducer tubing, and label the lumen as ¿do not use¿ due to thrombus risk. Since both the fiber optic sensor and inner lumen were non-functional, an alternate pressure source was recommended for proper pump timing. Cameron confirmed the patient did not have a radial arterial line, and was advised to consult the physician for an alternative arterial source. Product surveillance was collected, and the catheter was to be saved for return. No patient harm was reported. Based on the description, the fiber optic failed during use and the inner lumen was determined to be clotted during the support call, which prevented arterial pressure transmission. These combined failures rendered the catheter unable to provide accurate timing signals to the pump, necessitating an alternate pressure source. The root cause appears to be compromised catheter functionality. It is impossible to define the root cause of the failure since the product was not returned for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation. Complaint ID # (B)(4).

Event description:
It was reported that during clinical use, the sensation plus 50cc intra-aortic balloon (iab) had a fiber optic sensor failure. It was stated the inner lumen was clotted so there was no arterial pressure on the balloon pump. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d7a.

Event description:
N/a.